Event description:
It was reported the pump logs revealed a motor stall with recovery on (B)(6) 2015. The patient did not report symptoms. The severity was ¿mild¿. The outcome of the event was resolved without sequelae on (B)(6) 2015. Per pump logs provided, there were multiple motor stall and motor stall recoveries on (B)(6) 2015. The earliest motor stall noted in the logs occurred on (B)(6) 2015 at 15:07 and recovered on (B)(6) 2015 at 15:20. There were a total of 9 motor stalls and 9 motor stall recoveries noted in the pump logs provided. The shortest interval between a motor stall and recovery was 5 minutes. The longest interval between a motor stall and recovery was 13 hours and 47 minutes. Per logs provided, the last motor stall occurred on (B)(6) 2015 at 13:25 and recovered on (B)(6) 2015 at 13:42 . The cause of the motor stalls was not reported. The pump was used to infuse dilaudid, bupivacaine and clonidine. No interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the cause of the motor stalls was unknown. The patient did not have an MRI.